Manufacturer narrative:
(B)(4): evaluation method: device history reviewed. Results = device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic lifeline received information from a cardiologist that the patient with this mechanical valve, implanted for more than 20 years, developed shortness of breath and chest pains. Previous to this, the patient was doing well, had no symptoms, no ventricular hypertrophy, no congestive heart failure and normal coronary arteries by heart cath. A stress test was negative 7 months prior with an ejection fraction (ef) of 66%. The patient's inr four days previous to the shortness of breath was 3.5. Further tests determined that the valve leaflet was stuck in the open position causing aortic insufficiency (ai). The valve was emergently replaced, following which, the patient was comatose and died. The patient's previous echocardiogram in (B)(6) 2010 displayed an eoa of only .74. Echocardiography results from the patient's chart revealed that the patients eoa with this size 23 mm valve had been <1.0 since 2003 (should be 2.54). The patient's mean gradient was 20 mm hg. The physician decided not to intervene at that time ((B)(6) 2010) based on the patient's total lack of symptoms.